Event description:
It was reported that the pt underwent a posterior pelvic floor repair. The mesh was not sutured but positioned posteriorly. Two weeks post operatively, the pt was experiencing pain with bloody discharge. The pt was managed on pain medication. The pt came back for a 4 week post operative approintment and the pt is still experiencing pain. In 2005, the surgeon excised 1-2 inches of exposed mesh. The pt was referred to a surgeon who thinks that the mesh should be removed. The surgeon has diagnosed with pt with overaggressive inflammatory response to mesh.